Event description:
It was reported that the trigger on cordless driver is sticking when pressed at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection. It was determined that the trigger assembly required replacement as it was deformed. This would cause the described event. The trigger assembly was replaced. The device passed all final inspection activities prior to return to the customer.